Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.

Event description:
Customer reported she woke up with high blood glucose of 460 mg/dl and the reservoir was empty. Customer was not sure what happened to the insulin she checked in pajamas and they were dry. Customer stated the reservoir was empty. Customer had changed the reservoir the night prior to event. Customer stated what worried her was the device did not alarm empty reservoir. Troubleshooting was performed. The drive support cap was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. . Device had alarmed unexpected restart and external ram crc error. Customer was advised to do a complete set change. Cannula was not bent or occluded. Self test was performed and device passed. Customer requested replacement. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-72098.